Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative reported the artifact appeared to be from the head-holder and the patient table. The artifact only showed up on the cranial procedure and did not show up on any other procedures. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was line artifact displayed on 3d images for the deep brain stimulation (dbs) lead placement confirmation spins. The artifact appeared as cross hatching lines. Multiple spins were acquired during the procedure; all included the artifact. The surgeon was able to complete the procedure despite the artifact. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. The delay to the procedure due to this issue was requested but never received. There was no impact on patient outcome.